Event description:
Customer reported he was experiencing high blood glucose over 400 mg/dl. Customer did a complete set change and her blood glucose went down to 381 mg/dl, treated with manual injection. Customer stated for several weeks her sensor glucose reading were off from blood glucose and they would be up to 100 points difference. Troubleshooting was performed. Customer stated she felt lousy when asked what her symptoms were. Customer was advised to disconnect from the device. The drive support cap was normal. Customer disconnected at the quick release. No leaks or air bubbles noted. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. Customer was advised the device will be replaced due to her having high blood glucose for the past weeks and always going high when the device reaches the one in the reservoir. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.